Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of received problem description. Our field service engineer was on site to investigate the reported issue further and could not find any malfunction. The ventilator was tested, it functioned properly and it was cleared for clinical use. No parts were replaced.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).